Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7119086 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 to address l1 drg lead fracture and ineffective stimulation with one of the s1 drg leads. However, both leads were not completely removed due to scar tissues and were partially left implanted. Three new leads were implanted. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's l1 drg lead had high impedances after several falls. Imaging was taken which revealed lead fracture. Surgical intervention is pending to address the issue.